Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with syncope, the implantable cardioverter defibrillator (ICD) had delivered shocks due to a fast ventricular tachycardia (vt); however, there was possible inappropriate withholding of therapy by discriminators that may have caused a delay in providing therapy. The device remains in use. No further patient complications have been reported as a result of this event.